Manufacturer narrative:
Other applicable components are: product ID: 9735340, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the foot switch was not being recognized by the system after internal breakout box and foot pedal replacement. The system control unit (scu) was then replaced and the footswitch started to work. The system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the foot switch was broken. There was no patient present when this issue was identified.

Manufacturer narrative:
The scu was returned to the manufacturer for analysis. Functional testing determined that when connected to a known good system it was found that the foot switch was inoperative, but all instruments had normal tracking. The event log had not recorded any adverse events. The root cause was determined to be foot switch inoperative. . If information is provided in the future, a supplemental report will be issued.